Manufacturer narrative:
Case was determined to be reportable based on the alleged malfunction. The affected device and charger have been returned to philips for evaluation and investigation is in process but has not yet been completed. A follow-up report will be submitted once the investigation is complete.

Event description:
Patient alleged that their biotel connected blood glucose meter and charger got hot while charging and that the charger melted. There was no allegation of serious injury, and no medical attention was sought.

Manufacturer narrative:
Case was initially reported out of an abundance of caution based on the alleged malfunction. Return evaluation of the device was unable to confirm the allegation of excessive heating as no evidence of excessive heating was found and testing of the affected device and charger demonstrated they a safe temperature while charging. The usb connector (connects to ac wall adapter) of the returned charger was found to have indentations and tears indicative of damage caused by an external force. Investigation concluded no device malfunction occurred and the alleged "melting" of the charger was attributed to damage caused by improper storage/use leading to damage from external forces.